Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 151 mg/dl. The customer stated that about a week and a half prior, the up arrow key lost its tactile feel. She stated that she would have to press the button hard to garner a response. After the button error alarm, she found that none of the buttons worked. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button response due to flattened dome switch on up arrow button and corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.